Manufacturer narrative:
The following sections of this report have been updated: b1: adverse event and h1: type of event, serious injury.

Manufacturer narrative:
Section h10: the recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Additional information indicated the access vessel minimum luminal diameter (mld) measured 8.5mm with severe vessel calcification and severe vessel tortuosity. The delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the delivery system was separated from the distal tip. A radial and longitudinal balloon burst was observed. Review of the case imagery provided confirmed the balloon burst. Bent distal shoulder wing was also noted. Due to the condition of the returned device and the nature of the complaint, functional testing could not be performed. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints for distal tip, nose tip damaged. Additional similar complaints were found for balloon burst, delivery system withdrawal difficulty, and distal tip, nose tip separated. The review of similar complaints did go over the control limit and a product risk assessment (pra) was already initiated and updated. The trend will continue to be monitored against pra triggers. Complaint history review from june 2018 to may 2019 for the edwards ultra delivery system (all models and sizes) revealed other returned complaints for the related complaints. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. Regardless, additional actions are being initiated per the initiated CAPA. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints for balloon burst, delivery system withdrawal difficulty through sheath, distal tip/nose tip damaged and distal tip/nose tip separated were confirmed through visual inspection of the returned device. However, no manufacturing non-conformances were identified during the investigation. In addition, based on a review of the DHR and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Available information suggests patient factors (valvular calcification) may have contributed to the balloon burst during valve deployment. The balloon burst may have resulted in an increased or distorted balloon profile and/or exposed the balloon shoulders, which could have hindered the delivery system from re-entering the sheath. In addition, the severe vessel calcification and severe vessel tortuosity could have caused the delivery system to be withdrawn at an angle of retrieval that was not coaxial with the sheath tip. The balloon burst and lack of coaxial delivery system retrieval likely resulted in the distal shoulder and/or balloon getting caught on the sheath tip. In doing so, it is likely that the delivery system experienced high retrieval forces when attempting to enter the sheath. Excessive device manipulation during retrieval could have then resulted in the damage to the shoulder wings and resulted in the separation of the distal tip. Available information suggests patient factors (valvular calcification, vessel calcification, vessel tortuosity), in addition to procedural factors (manipulation of the devices, excessive force upon withdrawal difficulty) may have contributed to the reported event. No labeling/IFU inadequacies were identified. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A pra and CAPA were previously initiated to address ultra balloon burst and retrieval issues.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the annulus area and the leaflets were strongly calcified. The 23mm sapien 3 ultra valve was positioned 80:20 aortic in the native annulus. Inflation was started slowly and it continued slowly towards the full expansion. Just before the valve was reaching the final shape, the valve frame hit a strong calcified area in the left coronary cusp. The valve turned towards the right and non coronary cusps from the outflow part and the balloon burst. The burst balloon had to remove with surgery from iliac/femoral artery area. The patient died 5-6 days post procedure due to multiple disability.